Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal partially covered stent was used to treat a 6cm malignant lesion in the esophagus during a stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, after placing the stent near the gastroesoplageal (ge) junction, it was noted that the stent migrated downwards despite placing two clips on the stent. The stent was removed from the patient using forceps and the procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.